Manufacturer narrative:
Additional information: manufacturer narrative the root cause for the reported issue of an occlusion alarms with use of baxter clearlink system extension set was not determined because no products or device logs were returned.

Event description:
It was reported that the device alarms for occlusion during an infusion of pitocin (at low doses for induction of labor) and using baxter clearlink system extension set. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarms for occlusion during an infusion of pitocin (at low doses for induction of labor) and using baxter clearlink system extension set. There was no information on patient involvement.